Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. Insulin pump received with a minor scratch on display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the act button on the insulin pump got stuck while attempting to deliver a bolus. The blood glucose reading was 172 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.